Manufacturer narrative:
Complaint conclusion: as reported, the shaft detached from the 5f infiniti diagnostic catheter during insertion into the sheath/patient. The physician removed the catheter using the body of the catheter that was already out the catheter sheath introducer (csi). Another catheter was used to complete the procedure. There was no patient injury. The device was not reprocessed. The user of the device was trained. The intended procedure was a selective coronary angiography. There were no damages/anomalies noted when the device was removed from the package. The device was handled and prepped according to the instructions for use (IFU) with no information on any anomalies. It was reported that there was no difficulty advancing the catheter into the patient; however, the shaft of the catheter separated during insertion into the sheath/patient. It was reported that there was no report of resistance met while advancing the device through the sheath or if excessive torquing was required. There was no resistance met while advancing the device over the guidewire, or while withdrawing the device. The catheter was not kinked/bent or twisted at the area of separation. It was reported that the separation did not occur outside of the patient/sheath; however, the catheter was removed by hand with part of the body still outside the sheath. Another catheter was used to complete the procedure. There was no patient injury. A non-sterile unit of a diagnostic cath f5 inf pig145 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, the catheter presented a body separation, from the hub. The hub was received separated. Twisted/elongation conditions were observed at the separation section. No other anomalies were observed. Cross-sectional cut of the catheter hub presented remnants of the catheter body. Sem analysis results showed that the body presented evidence of elongations and torsion conditions that could be related to pulling stretching until separation events. Exposed wire also presented elongations and ductile dimples which suggest that stretching / pulling events were occurred. Review of lot 17399244 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter (body/shaft) - separated-in patient (peripheral)¿ was confirmed due to the condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, as per product analysis, it seems that procedural factors might have impacted the product as reported. According to the product instructions for use, users are cautioned to prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter. To prevent kinking of 5f and smaller angiographic catheters, ensure that: the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire or, if applicable, with a tip straightener. A guidewire is used when introducing the catheter through the csi and into the left ventricle. Neither the device history record review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device is available to be returned for analysis; however, it has not yet been received. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft detached from the 5f infiniti diagnostic catheter during insertion into the sheath/patient. The physician removed the catheter using the body of the catheter that was already out the csi. Another catheter was used to complete the procedure. There was no patient injury. The device was not reprocessed. The user of the device was trained. The intended procedure was selective coronary angiography. There were no damages/anomalies noted when the device was removed from the package. The device was handled and prepped according to the instructions for use (IFU) with no information on any anomalies. It was reported that there was no difficulty advancing the catheter into the patient; however, the shaft of the catheter separated during insertion into the sheath/patient. It was reported that there was no report of resistance met while advancing the device through the sheath or if excessive torquing was required. There was no resistance met while advancing the device over the guidewire, or while withdrawing the device. The catheter was not kinked/bent or twisted at the area of separation. It was reported that the separation did not occur outside of the patient/sheath; however, the catheter was removed by hand with part of the body was still outside the sheath. Another catheter was used to complete the procedure. There was no patient injury.